Manufacturer narrative:
Date of event is estimated. During the processing of this complaint, attempts were made to obtain patient information but not received.

Event description:
Related manufacturer report number: 1627487-2021-18101. It was reported the patient was experiencing ineffective therapy due to their leads having migrated after a car accident. The issue was confirmed via x-ray. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.